Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the replaced illuminator for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the part is returned post failure analysis evaluation or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that approximately 4 hours into the da vinci-assisted gastrostomy procedure, the user observed that the displayed image was flickering. The customer received phone assistance from the technical support engineer (tse). Tse identified that the illuminator lamp was still within its usable life. Tse informed the user of an option to continue the procedure using an external illuminator for issue recurrence. Isi followed up and obtained additional information from isj safety control team stating that a system inspection was performed by the user prior starting the da vinci-assisted surgical procedure and found no issue. During the procedure, the displayed image was observed flickering for approximately 2 minutes and then resolved on its own. The user elected to continue the procedure using an external illuminator. No further issue reported. No known impact or patient consequence reported an isi field service engineer (fse) was dispatched to the customer site to conduct further investigation. The reported complaint was not reproduced during field evaluation. The fse identified the issue as intermittent and a proactive replacement of the illuminator was performed. After replacement of this part, the system was tested and verified as ready for use. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis of the illuminator with an in-house system reproduced the reported issue, the system exhibited intermittent flickering image confirming an issue with the illuminator.